Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) over 500 mg/dl with confusion associated with no power in the pump. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery cap was able to be secured and there was no damage to the battery compartment. This complaint is being reported because the patient allegedly experienced hyperglycemia due to no power in the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2014 with the following findings: the black box showed one unexplained pump reboot and two pump reboots recorded after replace battery alarms. There was no power issue observed on the event date of (B)(6) 2014. There was a replace cartridge alarm recorded on (B)(6) 2014 at 12:29; deliveries resumed at 13:27. The battery and cartridge caps were not returned with the pump, so test caps were used for the investigation. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with a test battery cap and no pump reboots were duplicated. The total daily doses correctly added up and reflected the user programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump cover was removed and there was no evidence of moisture or loose components inside the pump. The complaint was observed in the pump history, but not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.